Event description:
It was reported that the catheter was used off-label to perform cavotricuspid isthmus (cti) ablation and anterior mitral line ablation and the patient experienced cardiogenic shock, hypotension, renal issues, and hemolysis post-procedure. During a pulse field ablation (pfa) procedure a farawave catheter was used. At baseline prior to the procedure the patient had stage 2/3 renal disease, ischemic cardiomyopathy, and coronary artery disease (cad). Pfa was used to perform pvi, posterior wall isolation (pwi), cti ablation, and anterior mitral line ablation for a total of 106 lesions. Use of the catheter to perform cti and anterior mitral line ablations constituted off-label use of the device. The procedure was completed successfully. The patient had cardiogenic shock after the procedure, which the physician was not sure was related to the ablation, and the patient was hospitalized. On day one of the hospitalization the patient was given dobutamine for low blood pressure (bp) and monitored. It was noted on day two that the patient had elevated creatinine levels but was producing urine. The patient remained in the hospital for two weeks for monitoring until kidney function returned to baseline. No dialysis was required. The patient fully recovered from the event.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the cardiogenic shock, hypotension, renal impairment, and hemolysis are known inherent risks with use of this product. Off-label use of the device was confirmed by the labeling review. Device history record review: a ship history review was performed to identify the most probable lot numbers for the device. The manufacturing batch record review for the found lots confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that cardiogenic shock, hypotension, renal impairment, and hemolysis are addressed as potential procedural complications when using the farawave catheter. The device was used for cti and anterior mitral line ablations; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation, and the use it was given is not considered part of the treatment for either condition. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of cardiogenic shock, hypotension, renal impairment, and hemolysis is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farwave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiogenic shock, hypotension, renal impairment, and hemolysis are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: cardiac arrest, hypotension, hemolysis, renal failure/insufficiency." Cardiogenic shock is considered within the risk threshold of cardiac arrest for the device. Cardiogenic shock represents the primary clinical event, which led to hypotension and subsequent worsening renal function. The renal event occurred in the context of pre-existing renal disease and is considered a secondary manifestation of hypoperfusion rather than an independent primary complication. The device was used for cti and anterior mitral line ablations; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation, and the use it was given is not considered part of the treatment for either condition. There was no evidence of a product performance related issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was used off-label to perform cavotricuspid isthmus (cti) ablation and anterior mitral line ablation and the patient experienced cardiogenic shock, hypotension, renal issues, and hemolysis post-procedure. During a pulse field ablation (pfa) procedure a farawave catheter was used. At baseline prior to the procedure the patient had stage 2/3 renal disease, ischemic cardiomyopathy, and coronary artery disease (cad). Pfa was used to perform pvi, posterior wall isolation (pwi), cti ablation, and anterior mitral line ablation for a total of 106 lesions. Use of the catheter to perform cti and anterior mitral line ablations constituted off-label use of the device. The procedure was completed successfully. The patient had cardiogenic shock after the procedure, which the physician was not sure was related to the ablation, and the patient was hospitalized. On day one of the hospitalization the patient was given dobutamine for low blood pressure (bp) and monitored. It was noted on day two that the patient had elevated creatinine levels but was producing urine. The patient remained in the hospital for two weeks for monitoring until kidney function returned to baseline. No dialysis was required. The patient fully recovered from the event.